Event description:
It was reported that the patient with this pacemaker reported a recent hospitalization for a cardiac condition but was unsure whether the pacemaker contributed to the event. The device remains in service. No adverse patient effects were reported.